Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer administered a manual insulin injection, exercised, and took fluids to address elevated blood glucose. Customer's blood glucose was 600 mg/dl. Customer reverted to manual insulin therapy.